Event description:
The pt was sitting in a chair complaining of a sore throat when the floor nurse noticed the pump flow rate had fallen from 5 lpm to approx 2 lpm. The floor nurse contacted the lvad coordinator for assistance, moved the pt back into bed and vented the pump, no effect. The nurse tried changing the interconnect cable and venting, no effect. They changed the console and interconnect cable, still no effect. In addition, the hospital tried i.v. Drips, drugs and additional venting, all with no effect. Also, the pump beat rate decreased along with pump flows. The lvad coordinator stated that no matter what the hospital staff tried, the pt continued to deteriorate. The pt deteriorated, arrested and died on 4/20/98. Report sent to FDA on 5/29/98.